Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several attempts were made to place a new atrial lead. Two separate leads were attempted and both had difficulty due to access issues with the patient's tortuous anatomy. Both leads were unable to obtain a stable position and both became damaged. The atrial lead replacement attempt was abandoned with no new lead implanted. No patient complications have been reported as a result of this event.